Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a label on its package with product code cdh25p, lot #a9dn47, and expiration date, 2026-07-31. The second photo shows a side of a box of product code cdh25p. The third photo shows a device inside of its package and the blister can be seen broken on a corner. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9dn47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # a9dn47/(B)(6), investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one cdh25p device inside of its unopened packaging was returned. During the visual inspection of the package, the blister packaging was noted to be damaged with a breach. The sales unit carton was not received. Additionally, photos were provided and it showed the condition of the reported event. The reported event is confirmed. Due to the damage found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a9dn47/(B)(6), and no non-conformances were identified.

Event description:
It was reported that before the surgery, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 4/30/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.